Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient did not require hospitalization. The patient was treated with vancomycin injection (1gm, stat, intraperitoneally, duration not reported), merocrit injection (500mg, twice a day, intravenously (IV), duration not reported), and fortum injection (1gm, daily in night bag, intraperitoneally, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis event (previously recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.